Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data revealed a rotational sensor malfunction as false open readings were observed. This caused first prime to end prematurely and prevented the needle mechanism from deploying by the end of second prime. The pod was connected to a master pdm and a 5u test bolus was attempted, however, a timeout and drive stall prevented completion of the priming sequences. The batteries were found to have insufficient voltage. The shelf mode current was measured to be out of specification. Inspection of the drive mechanism found that the front sma anchor was damaged and the front sma wire was bent. It cannot be determined how this damage occurred or if it contributed to the rotational sensor error and the failure of the cannula assembly to deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient has activated a pod the cannula had not deployed. The pod was not worn.